Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was hit and the touch screen became shattered and unresponsive. Additionally, the screen had lines that blocked the graphics and text. Customer¿s blood glucose was 113 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.